Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the screen of the arctic sun device did not work. Per review of wo on 31jan2025, device was used on patient. No patient identifiers available, no patient impact reported.

Event description:
It was reported that the screen of the arctic sun device did not work. Per review of wo on 31jan2025, device was used on patient. No patient identifiers available, no patient impact reported. Per follow up information received via mail on 10mar2025, issue resolved onsite. The control panel assembly was replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed control panel failure. The device was evaluated upon receipt. Screen goes black, but sound is audible. Replaced control panel. The device is tested for proper operation after installing the new control panel. Device passed its functional test. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.